Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0, ubd: , UDI#: h3) a manufacturer representative went to the site to test the navigation system. No hardware parts were replaced and the system per formed as intended. Codes: b01, c19, d14 h3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. From two sessions there was a corefile generated. The stack trace wass pointing to the function "mre::details::defaultshaderstoragebufferobject::initialize¿ from the library ¿qmlguiservice - libnvidia-glcore¿ in both the corefiles. Both the corefile generated sessions and other session had posted low performance error. The error 64 was due to the shared pointer not releasing. In this case low performance and error 64 were related. As the shared pointer not releasing caused a low performance and also error 64. Codes: b01, c10, d18 h6) annex a code 1102 is associated with rfr nav4123 and annex a code a110208 is associated with rfr nav4127. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during the middle of a lumbar spine case, while navigating, the system displayed low performance in all four of the four up windows. The system did two soft restarts after displaying error 64. The manufacturer representative (rep) then turned the system off and unplugged it from the wall. The system was turned back on and the issue was resolved. They were then able to continue with the case with no further issues. There was no impact to patient's outcome and surgical delay was reported as less than one-hour.